Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller reported the patient's stimulation was off and they couldn't get it to stay on. Caller mentioned seeing stimulation is off on controller and it was determined caller was requesting assistance turning stimulation on. Agent walked caller through resetting the controller. Caller confirmed there was no battery corrosion or loose pins in the battery compartment. Caller appeared to see memory problem due to being prompted to adjust date and time on the controller. Caller was able to successfully change the date and time on the controller and turn stimulation back on. The troubleshooting steps that were taken on the call resolved the issue. Caller appeared to have difficulties hearing agent and answering questions throughout call.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that the issue resolved.